Event description:
It was reported that a pump failure occurred. When the new pump was placed, the healthcare provider (hcp) kinked the catheter and it was leaking. The patient felt ¿major drug surges¿ every hour. The pump medications at the time of this event were not reported. However, at the time of the report, the device system was used to deliver fentanyl, bupivacaine and sufenta, and was previously used to deliver demerol, dilaudid and morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l69914, implanted: (B)(6) 2000, explanted: (B)(6) 2003, product type catheter. (B)(4).